Manufacturer narrative:
Of the 6 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 6</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - no physical damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-78 years of age and between 149 and 238 pounds. Of the reported patients, 1 was male, 5 were female, and 0 were unknown.